Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that two days following bilateral lasik surgery, the patient presented with graded 2, diffused lamellar keratitis (dlk) in the right eye. The patient reported experiencing hazy vision and light sensitivity. The topical steroid drops were increased to treat the event. In a follow up, the optometrist reported that the event had resolved within one day. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.